Manufacturer narrative:
Initial and final MDR (B)(4) -MDR .

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced five infusion sets was leaking at t:lock event on 13-jan-2026. Patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to hyperglycemia. The blood glucose level was 540 mg/dl and the patient was treated with saline and insulin. Patient released from the hospital (B)(6) 2026. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.